Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl reconstruction and meniscus repair procedure, the t2 of the fastfix 360 slipped out of the needle tip when the device was piercing through the meniscus, before pushing the deployment slider. T1 was removed using a grasper. The procedure was resumed, with a non significant delay, using a similar s+n back-up. No further complications were reported.